Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. The photo shows the fractured hub of the introducer needle. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported loose connection and device damaged prior to use issue as the reported event cannot be confirmed from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: b5, h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the puncture needle was allegedly ruptured. It was further reported that there was allegedly a crack found in the tail of the needle and the connection to the syringe was not tight. There was no patient contact.

Event description:
It was reported that sometime post a dialysis catheter placement, the puncture needle was allegedly ruptured. It was further reported that there was allegedly a crack found in the tail of the vermicelli needle and the connection to the syringe was not tight. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.